Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Light usage residues were observed throughout the sample. The catheter terminated between the 46cm and 47cm depth markings. A permanent kink impression was observed between the 9cm and 10cm depth markings. The sample kinked preferentially at the kink impression site during manual manipulation. Microscopic inspection of the sample confirmed the presence of a permanent partially circumferential impression at the kink site. Material buckling was observed in the vicinity of the kink. The catheter buckling and permanent kink impression appeared to be the result of sample manipulation. The usage residue suggested that manipulation occurred during device use. The product nursing guide states ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported that the PICC line was found to be allegedly kinked in left arm and was removed. Originally inserted to upper svc, occlusion not resolved with tpa. Cxr showed line 10cm shorter but no additional length on skin. Obvious kink when removed. Infused CT previous day. It was noted that this has occurred in the past numerous times in late 2015 and early 2016. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaz1437 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was found to be allegedly kinked in left arm and was removed. Originally inserted to upper svc, occlusion not resolved with tpa. Cxr showed line 10cm shorter but no additional length on skin. Obvious kink when removed. Infused CT previous day. It was noted that this has occurred in the past numerous times in late 2015 and early 2016. No patient injury was reported.